Event description:
It was reported that the fork on the inserter broke and remains in the patient.

Manufacturer narrative:
Alleged failure: good afternoon - I wanted to reach out with some issues we have been having with iconix anchors used in oklahoma city. We are using iconix 1tt in hip scope labral repair cases. Recently we have been seeing forks break off on the inserter and staying implanted in pilot holes, anchors not deploying (even in soft bone), and suture not sliding within the anchor sheeth after deployment. This is one of our largest volume doctors and we are in need of some answers (and possibly a pi#) to address these issues with him. I have attached below the lots and item number below. Additionally, I wanted to make you aware of an issue with flowport (smith & nephew) coming in the packaging disassembled. This happened today and I have attached the photo of the flowport and lot information. *this pi will be split out. Please see pi 2602454 for flowport complaint. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) movement of guide out of orientation to pilot hole, or 3) use of wrong drill. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the fork on the inserter broke and remains in the patient.